Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there were no adverse patient effects related to the tip separation. He thought that the tip separation was attributed to stiffness of the ablation wire. Due to its stiffness, the ablation wire could have pushed against the outer vessel wall in a curve and scraped calcium. The ablation system used in the procedure tended to roughly sand calcium unlike rotablator. In either case, some portion of calcium remained untreated, and therefore, the catheter tip might be trapped by the untreated calcium. The patient was currently hospitalized to implement some other examination and doing fine without problem after the procedure. The returned microcatheter had its tip end missing. The separated tip was not returned. On the surface of the remaining tip, abrasions and scratches caused by contacting with hard object were observed. Circumferential cracks, polymer damage due to tensile stress, were found proximal to the torn end of the tip. A trace of ductile rupture was also observed at the torn end. The tip was broken at approximately 2mm from the tip end, a segment that was constructed only by polymer. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress exceeding the product design limit was inadvertently applied upon catheter removal while the catheter tip was being trapped by severe calcium, stretching the tip and eventually tearing it off. There was no indication of product deficiency. Instructions for use (IFU) states that: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to treat a heavily tortuous and heavily calcified cto in the rca #1-2. After an asahi guide wire crossed the lesion, the subject microcatheter was advanced over it. The wire was exchanged to a non-asahi guide wire to perform ablation. After ablation was done, the subject microcatheter was re-advanced to exchange the wire to an asahi wire. Resistance was felt upon removal, and when the physician checked the microcatheter outside the anatomy, it was found the tip of the microcatheter was missing. A microbasket was delivered to retrieve the tip fragment, however, it failed. Another guide wire was advanced in parallel to entangle the tip fragment; it was successfully retrieved. The pci was resume and successfully completed with reestablished blood flow by stenting.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.